Event description:
It was reported an intensive care patient exhibited multi-organ failure, and chronic diarrhea, which justified flexi-seal based on nursing benefit. The patient had a flexi-seal protect in place for three weeks. "Bleeding from the rectum was observed, and a rectoscopy showed circumferential necrosis in the distal rectum. The examination also found that the product was filled with more than 100 ml of water when it should only be filled with less than or equal to 45 ml. The patient was hospitalized for another month and was then discharged. However, the patient was readmitted shortly after with abdominal pain, which is confirmed to be due to obliterating swelling in the distal bowel where the previous injury was noted and is interpreted as a direct effect of this. The patient got operated and got a relieving sigmoid ostomy." Per the information provided, the probable cause is "due to a mistake in use where the flushing channel was confused with the cuff, whereby the cuff balloon was enlarged and could cause pressure damage to the intestine. It is quite possible to confuse these as the same syringe can be used with luer coupling. The marking is present but not very clear."

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted.  Therefore, this evaluation will be closed.  This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted.     FDA registration number  reporting site: 1049092  manufacturing site: 8022978.